Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable hear the audible alert for a calibration notification. Reportedly, the customer was able to hear all other audible alerts. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond.